Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was returned for evaluation. Visual inspection found no issues on the pump. The pump ran without issue under bench test. Data logs confirmed the low flow when the pump started and remained to the rest of the case that triggered auto suction response and suction alarms. The root cause of low flow was most likely due to patient condition as no issues were found on the pump and the failure mode could not be reproduced.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported that the impella was placed in the left femoral illiac space. Attempts were made to advance the catheter and were not successful. Pump removed, redo angio demonstrated illiac stenosis and distal aortic disease. Abiomed rep advised to replace the device, but a decision was made to flush and reinsert after the long oscar was placed. Long oscar placed and left ventricle (lv) was re-wired. The original pump was reinserted and delivered to the left ventricle (lv); flows initiated. Suction occurred immediately. Pump reposition occurred. No relief of suction, the first pump was removed, and a second pump was inserted for support.